Manufacturer narrative:
Email: (B)(6). Facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "suspected intracapsular implant rupture. Small non-specific fluid collection adjacent to the implant capsule at 3 o'clock."

Event description:
Healthcare professional reported right side rupture and seroma diagnosed via ultrasound. The device remains implanted.